Event description:
Pt reported that immediately after injection in the marionette lines with juvederm ultra xc, they developed "lumps and bumps" at the injection site. Pt also noted experiencing "dizziness, about 2 weeks after injection". Pt was seen by their primary care physician who diagnosed the pt with vertigo, and prescribed an unspecified "vertigo medication". Pt also reported that they underwent a cat scan, but there is no info regarding the results. The "lumps and bumps" resolved "within a week" after injection, but the vertigo is ongoing.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of lumps, bumps and vertigo are physiological complications and analysis of the device generally does not assist. Allergan in determining a probable cause for these events. Device history summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.